Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. During aspiration, it was reported that the sheath valve was leaking and pulled air in the sheath. The sheath was replaced with a new faradrive sheath to complete the procedure. No patient complications were reported.